Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 30, 2015. (B)(4).

Event description:
It was reported that when the complainant opened the package, the catheter connector valve was found broken. The device was not used on a patient.